Manufacturer narrative:
Alleged failure: blurry/grainy confirmed failure: scratched window mechanical failure-endoclamp too tight-bent or broken probable root cause: cables connectors digital board power supply filter / fuse ac inlet board main board transition board fiber board intermittance between transition board and ch connector software scope light source camera head coupler 1488 & 1588 extension cable intermittance while using rf devices problem toggling light source or from camera head connected monitors leaking use error poor grounding electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge manufacturing/ service nonconformity the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.